Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported a revision of pe-inlay and hip-head right side because of aseptic loosening, fracture of pe, significant adhesions, and synovialis. Doi: (B)(6) 2019; dor: (B)(6) 2022; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the photograph shows some material transfer on the head. This is indicative of a liner/cup disassociation event depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant product unk hip acetabular liner poly was updated to altrx neut 32idx50od.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the photograph shows some material transfer on the head. This is indicative of a liner/cup disassociation event depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Visual examination of the device found the implant with a worn appearance consistent with material transfer from the inner surface of the cup as a result of a disassociation of the acetabular liner from the cup. The observed appearance is not indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. 1) quantity manufactured: (B)(6), 2) date of manufacture: 27/july/2018, 3) any anomalies or deviations identified in DHR: : 1 non-conformance associated with this lot. There is no correlation between this non-conformance and the failure mode of the complaint. 4) expiry date: 30/june/2023, 5) IFU reference: 090200820. Device history lot 1) quantity manufactured: (B)(4), 2) date of manufacture: 27/july/2018, 3) any anomalies or deviations identified in DHR: : 1 non-conformance associated with this lot. There is no correlation between this non-conformance and the failure mode of the complaint. 4) expiry date: 30/june/2023, 5) IFU reference: 090200820. Device history review: a manufacturing record evaluation was performed for the finished device [136532720 / 8869394] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Corrected: h3.